Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant : left tube / malposition of essure device location of device: left tube"), fallopian tube perforation ("perforation of organs: right tube / perforation (fallopian tube(s) / perforation (other)please describe and state the location of the perforation: right tube"), pregnancy with contraceptive device ("pregnancy (termination)"), gastrooesophageal reflux disease ("gastrointestinal or digestivesystem condition type: gastroesophageal reflux disease"), facial paralysis ("bells palsy") and immunodeficiency ("low immunity") in a 32-year-old female patient who had essure (batch no. B09699) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s)." The patient's concurrent conditions included obesity. Concomitant products included cyclobenzaprine (B)(6) 2017 and ibuprofen (B)(6) 2017. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse),"). On (B)(6) 2013, the patient experienced bladder disorder ("bladder problems or changes") and urinary tract disorder ("urinary problems or changes"). In (B)(6) 2014, the patient experienced nausea ("nausea"). In 2014, the patient experienced alopecia ("hair loss") and migraine ("migraines / headaches"). In (B)(6) 2015, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In 2015, the patient experienced vertigo ("neurological conditions or problems type: vertigo") and allergy to metals ("nickel allergy"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal distension ("bloating"), hypersensitivity ("allergic reactions"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), bacterial vaginosis ("infection (bladder/ urinary tract/vaginal)type: bacterial vaginosis"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), weight increased ("weight gain"), gastrooesophageal reflux disease (seriousness criterion medically significant), functional gastrointestinal disorder ("altered bowel function"), facial paralysis (seriousness criterion medically significant), stress ("stress"), hypoaesthesia ("numbness and finger"), paraesthesia ("tingling in all fingers") and immunodeficiency (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (total hysterectomy (uterus and cervix removed), salpingectomy (bilateral removal of fallopian tubes)) and surgery (endoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, pregnancy with contraceptive device, abdominal distension, hypersensitivity, vaginal haemorrhage, menorrhagia, bacterial vaginosis, migraine, bladder disorder, urinary tract disorder, tooth disorder, nausea, vertigo, allergy to metals, dysmenorrhoea, weight increased, gastrooesophageal reflux disease, functional gastrointestinal disorder, facial paralysis, stress, hypoaesthesia and paraesthesia outcome was unknown, the fallopian tube perforation had resolved and the alopecia, female sexual dysfunction, fatigue and immunodeficiency was resolving. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal distension, allergy to metals, alopecia, bacterial vaginosis, bladder disorder, device dislocation, dysmenorrhoea, facial paralysis, fallopian tube perforation, fatigue, female sexual dysfunction, functional gastrointestinal disorder, gastrooesophageal reflux disease, hypersensitivity, hypoaesthesia, immunodeficiency, menorrhagia, migraine, nausea, paraesthesia, pregnancy with contraceptive device, stress, tooth disorder, urinary tract disorder, vaginal haemorrhage, vertigo and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: right tube was not closed fully. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received: reporter added, lot number received, lab data added, events added: abnormal bleeding (vaginal, menorrhagia), infection updated to infection (bladder/ urinary tract/vaginal)type: bacterial vaginosis, apareunia (inability to have sexual intercourse), malposition of essure device location of device: left tube, migraines / headaches, bladder or urinary problems or changes, dental problems, nausea, neurological conditions or problems type: vertigo, nickel allergy, dysmenorrhea (cramping), pain updated to pelvic pain, perforation of organ updated to perforation (fallopian tube(s): right), fatigue, weight gain, gastrointestinal or digestivesystem condition type: gastroesophageal reflux disease, altered bowel function, bells palsy, pregnancy, numbness and tingling in all fingers, stress, low immunity incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of implant : left tube / malposition of essure device location of device: left tube'), fallopian tube perforation ('perforation of organs: right tube / perforation (fallopian tube(s) / perforation (other)please describe and state the location of the perforation: right tube'), pregnancy with contraceptive device ('pregnancy (termination)'), embedded device ('patient has a piece of coil from essure lodged in her uterus/ migration of essure device (uterus).'), device breakage ('patient has a piece of coil from essure lodged in her uterus'), device expulsion ('essure lodged in her uterus'), immunodeficiency ('low immunity'), menorrhagia ('abnormal bleeding (menorrhagia)'), gastrooesophageal reflux disease ('gastrointestinal or digestivesystem condition type: gastroesophageal reflux disease') and facial paralysis ('bells palsy') in a 32-year-old female patient who had essure (batch no. B09699) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "dr. (B)(6) having issues placing the coil in my right tube." And device ineffective "failure to occlude (close) fallopian tube(s)". The patient's medical history included multi gravida and parity 2. Previously administered products included for an unreported indication: lidocaine and valium. Past adverse reactions to the above products included hypersensitivity with lidocaine and valium. Concurrent conditions included obesity, bell's palsy, vitamin d deficiency, uterine bleeding and gastritis. Concomitant products included cyclobenzaprine 1-apr-2013 to 2017, ibuprofen 15-aug-2013 to 2017 and medroxyprogesterone acetate (depo provera). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In october 2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse),"). On(B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2013, the patient experienced bladder disorder ("bladder problems or changes") and urinary tract disorder ("urinary problems or changes"). In (B)(6) 2014, the patient experienced nausea ("nausea"). In 2014, the patient experienced alopecia ("hair loss"), migraine ("migraines / headaches"), fatigue ("fatigue") and headache ("headaches"). On (B)(6) 2014, the patient experienced vertigo ("neurological conditions or problems type: vertigo"). In (B)(6) 2015, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In 2015, the patient experienced allergy to metals ("nickel allergy"). On (B)(6) 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, cystitis ("bladder infection"), urinary tract infection ("urinary tract infection") and vaginal infection ("vaginal infection"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), immunodeficiency (seriousness criterion medically significant), abdominal distension ("bloating"), hypersensitivity ("allergic reactions"), bacterial vaginosis ("infection (bladder/ urinary tract/vaginal)type: bacterial vaginosis"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), gastrooesophageal reflux disease (seriousness criterion medically significant), functional gastrointestinal disorder ("altered bowel function"), facial paralysis (seriousness criterion medically significant), stress ("stress"), hypoaesthesia ("numbness and finger") and paraesthesia ("tingling in all fingers") and was found to have weight increased ("weight gain"). The patient was treated with surgery (endoscopy, total hysterectomy (uterus and cervix removed), salpingectomy (bilateral removal of fallopian tubes) and ablation). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, pregnancy with contraceptive device, embedded device, device breakage, device expulsion, menorrhagia, abdominal distension, hypersensitivity, vaginal haemorrhage, bacterial vaginosis, migraine, bladder disorder, urinary tract disorder, tooth disorder, nausea, vertigo, allergy to metals, dysmenorrhoea, weight increased, gastrooesophageal reflux disease, functional gastrointestinal disorder, facial paralysis, stress, hypoaesthesia, paraesthesia, headache, cystitis, urinary tract infection and vaginal infection outcome was unknown, the fallopian tube perforation had resolved and the immunodeficiency, alopecia, female sexual dysfunction and fatigue was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal distension, allergy to metals, alopecia, bacterial vaginosis, bladder disorder, cystitis, device breakage, device dislocation, device expulsion, dysmenorrhoea, embedded device, facial paralysis, fallopian tube perforation, fatigue, female sexual dysfunction, functional gastrointestinal disorder, gastrooesophageal reflux disease, headache, hypersensitivity, hypoaesthesia, immunodeficiency, menorrhagia, migraine, nausea, paraesthesia, pregnancy with contraceptive device, stress, tooth disorder, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, vertigo and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.8 kg/sqm. Computerised tomogram head - on (B)(6) 2015: there is no intracerebral hemorrhage or intra parenchymal mass. The gray matter white matter differentiation is unremarkable. The sulci and ventricles are normal in size and configuration for age. There is no significant paranasal sinus disease or significant opacification in the mastoid air cells. There is naso septal deviation convex left. Hysterosalpingogram - on (B)(6) -2013: results: right tube was not closed fully; on (B)(6) 2013: unilateral occlusion (right tube occluded). Healthcare provider result: left tube was not closed fully. To give more time to allow closure or to cauterize the tube. Pathology test - on (B)(6) 2017: a. Duodenum; biopsy: preserved villous architecture, with modestly-increased surface epithelial lymphocytes (see comment) b. Stomach; biopsy: - antral mucosa with reactive gastro pathy, negative for helicobacter pylori - oxyntic without diagnostic abnormality. Clinical information: abdominal pain, gastric polyp. Pregnancy test urine - on (B)(6) 2015: negative. Ultrasound pelvis - on (B)(6) 2017: the right essure device may be medially placed. Left device is probably within normal limits. No additional acute abnormality seen. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: headache, numbness, vaginal bleeding, abdominal pain, pelvic pain, nausea, bacterial vaginosis, fatigue, abdominal bloating. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: embedded device, device breakage, device expulsion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-dec-2019: pfs received- new event bladder infection, urinary tract infection and vaginal infection was added. Reporter infection was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant : left tube / malposition of essure device location of device: left tube"), fallopian tube perforation ("perforation of organs: right tube / perforation (fallopian tube(s) / perforation (other)please describe and state the location of the perforation: right tube"), pregnancy with contraceptive device ("pregnancy (termination)"), gastrooesophageal reflux disease ("gastrointestinal or digestivesystem condition type: gastroesophageal reflux disease"), facial paralysis ("bells palsy") and immunodeficiency ("low immunity") in a 32-year-old female patient who had essure (batch no. B09699(invalid)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s)". The patient's concurrent conditions included obesity. Concomitant products included cyclobenzaprine (B)(6) 2013 to 2017 and ibuprofen (B)(6) 2013 to 2017. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse),"). On (B)(6) 2013, the patient experienced bladder disorder ("bladder problems or changes") and urinary tract disorder ("urinary problems or changes"). In (B)(6) 2014, the patient experienced nausea ("nausea"). In 2014, the patient experienced alopecia ("hair loss") and migraine ("migraines / headaches"). In (B)(6) 2015, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In 2015, the patient experienced vertigo ("neurological conditions or problems type: vertigo") and allergy to metals ("nickel allergy"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal distension ("bloating"), hypersensitivity ("allergic reactions"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), bacterial vaginosis ("infection (bladder/ urinary tract/vaginal)type: bacterial vaginosis"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), weight increased ("weight gain"), gastrooesophageal reflux disease (seriousness criterion medically significant), functional gastrointestinal disorder ("altered bowel function"), facial paralysis (seriousness criterion medically significant), stress ("stress"), hypoaesthesia ("numbness and finger"), paraesthesia ("tingling in all fingers") and immunodeficiency (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (total hysterectomy (uterus and cervix removed), salpingectomy (bilateral removal of fallopian tubes)) and surgery (endoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, pregnancy with contraceptive device, abdominal distension, hypersensitivity, vaginal haemorrhage, menorrhagia, bacterial vaginosis, migraine, bladder disorder, urinary tract disorder, tooth disorder, nausea, vertigo, allergy to metals, dysmenorrhoea, weight increased, gastrooesophageal reflux disease, functional gastrointestinal disorder, facial paralysis, stress, hypoaesthesia and paraesthesia outcome was unknown, the fallopian tube perforation had resolved and the alopecia, female sexual dysfunction, fatigue and immunodeficiency was resolving. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal distension, allergy to metals, alopecia, bacterial vaginosis, bladder disorder, device dislocation, dysmenorrhoea, facial paralysis, fallopian tube perforation, fatigue, female sexual dysfunction, functional gastrointestinal disorder, gastrooesophageal reflux disease, hypersensitivity, hypoaesthesia, immunodeficiency, menorrhagia, migraine, nausea, paraesthesia, pregnancy with contraceptive device, stress, tooth disorder, urinary tract disorder, vaginal haemorrhage, vertigo and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: right tube was not closed fully. Most recent follow-up information incorporated above includes: on (B)(6) 2018: update of information (batch is invalid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant : left tube / malposition of essure device location of device: left tube"), fallopian tube perforation ("perforation of organs: right tube / perforation (fallopian tube(s) / perforation (other)please describe and state the location of the perforation: right tube"), pregnancy with contraceptive device ("pregnancy (termination)"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: gastroesophageal reflux disease"), facial paralysis ("bells palsy") and immunodeficiency ("low immunity") in a 32-year-old female patient who had essure (batch no. B09699) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s)". The patient's concurrent conditions included obesity. Concomitant products included cyclobenzaprine1-apr-2013 to 2017 and ibuprofen15-aug-2013 to 2017. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse),"). On (B)(6) 2013, the patient experienced bladder disorder ("bladder problems or changes") and urinary tract disorder ("urinary problems or changes"). In (B)(6) 2014, the patient experienced nausea ("nausea"). In 2014, the patient experienced alopecia ("hair loss") and migraine ("migraines / headaches"). In (B)(6) 2015, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In 2015, the patient experienced vertigo ("neurological conditions or problems type: vertigo") and allergy to metals ("nickel allergy"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal distension ("bloating"), hypersensitivity ("allergic reactions"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), bacterial vaginosis ("infection (bladder/ urinary tract/vaginal)type: bacterial vaginosis"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), weight increased ("weight gain"), gastrooesophageal reflux disease (seriousness criterion medically significant), functional gastrointestinal disorder ("altered bowel function"), facial paralysis (seriousness criterion medically significant), stress ("stress"), hypoaesthesia ("numbness and finger"), paraesthesia ("tingling in all fingers") and immunodeficiency (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (total hysterectomy (uterus and cervix removed), salpingectomy (bilateral removal of fallopian tubes)) and surgery (endoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, pregnancy with contraceptive device, abdominal distension, hypersensitivity, vaginal haemorrhage, menorrhagia, bacterial vaginosis, migraine, bladder disorder, urinary tract disorder, tooth disorder, nausea, vertigo, allergy to metals, dysmenorrhoea, weight increased, gastrooesophageal reflux disease, functional gastrointestinal disorder, facial paralysis, stress, hypoaesthesia and paraesthesia outcome was unknown, the fallopian tube perforation had resolved and the alopecia, female sexual dysfunction, fatigue and immunodeficiency was resolving. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal distension, allergy to metals, alopecia, bacterial vaginosis, bladder disorder, device dislocation, dysmenorrhoea, facial paralysis, fallopian tube perforation, fatigue, female sexual dysfunction, functional gastrointestinal disorder, gastrooesophageal reflux disease, hypersensitivity, hypoaesthesia, immunodeficiency, menorrhagia, migraine, nausea, paraesthesia, pregnancy with contraceptive device, stress, tooth disorder, urinary tract disorder, vaginal haemorrhage, vertigo and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: right tube was not closed fully . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-sep-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant : left tube / malposition of essure device location of device: left tube"), fallopian tube perforation ("perforation of organs: right tube / perforation (fallopian tube(s) / perforation (other)please describe and state the location of the perforation: right tube"), pregnancy with contraceptive device ("pregnancy (termination)"), embedded device ("patient has a piece of coil from essure lodged in her uterus/ migration of essure device (uterus)."), device breakage ("patient has a piece of coil from essure lodged in her uterus"), device expulsion ("essure lodged in her uterus"), immunodeficiency ("low immunity"), menorrhagia ("abnormal bleeding (menorrhagia)"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: gastroesophageal reflux disease") and facial paralysis ("bells palsy") in a 32-year-old female patient who had essure (batch no: b09699) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "dr. Was having issues placing the coil in my right tube." And device ineffective "failure to occlude (close) fallopian tube(s)". The patient's medical history included multi gravida and parity 2. Previously administered products included for an unreported indication: lidocaine and valium. Past adverse reactions to the above products included hypersensitivity with lidocaine and valium. Concurrent conditions included obesity, bell's palsy, vitamin d deficiency, uterine bleeding and gastritis. Concomitant products included cyclobenzaprine on (B)(6)2013 to 2017, ibuprofen on (B)(6) 2013 to 2017 and medroxyprogesterone acetate (depo provera). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse),"). On (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2013, the patient experienced bladder disorder ("bladder problems or changes") and urinary tract disorder ("urinary problems or changes"). On (B)(6) 2014, the patient experienced nausea ("nausea"). In 2014, the patient experienced alopecia ("hair loss"), migraine ("migraines / headaches") and headache ("headaches"). On (B)(6) 2014, the patient experienced vertigo ("neurological conditions or problems type: vertigo"). On (B)(6) 2015, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In 2015, the patient experienced allergy to metals ("nickel allergy"). On (B)(6) 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), immunodeficiency (seriousness criterion medically significant), abdominal distension ("bloating"), hypersensitivity ("allergic reactions"), bacterial vaginosis ("infection (bladder/ urinary tract/vaginal)type: bacterial vaginosis"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), gastrooesophageal reflux disease (seriousness criterion medically significant), functional gastrointestinal disorder ("altered bowel function"), facial paralysis (seriousness criterion medically significant), stress ("stress"), hypoaesthesia ("numbness and finger") and paraesthesia ("tingling in all fingers") and was found to have weight increased ("weight gain"). The patient was treated with surgery (endoscopy, total hysterectomy (uterus and cervix removed), salpingectomy (bilateral removal of fallopian tubes) and ablation). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, pregnancy with contraceptive device, embedded device, device breakage, device expulsion, menorrhagia, abdominal distension, hypersensitivity, vaginal haemorrhage, bacterial vaginosis, migraine, bladder disorder, urinary tract disorder, tooth disorder, nausea, vertigo, allergy to metals, dysmenorrhoea, weight increased, gastrooesophageal reflux disease, functional gastrointestinal disorder, facial paralysis, stress, hypoaesthesia, paraesthesia and headache outcome was unknown, the fallopian tube perforation had resolved and the immunodeficiency, alopecia, female sexual dysfunction and fatigue was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal distension, allergy to metals, alopecia, bacterial vaginosis, bladder disorder, device breakage, device dislocation, device expulsion, dysmenorrhoea, embedded device, facial paralysis, fallopian tube perforation, fatigue, female sexual dysfunction, functional gastrointestinal disorder, gastrooesophageal reflux disease, headache, hypersensitivity, hypoaesthesia, immunodeficiency, menorrhagia, migraine, nausea, paraesthesia, pregnancy with contraceptive device, stress, tooth disorder, urinary tract disorder, vaginal haemorrhage, vertigo and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.8 kg/sqm. Computerised tomogram head: on (B)(6) 2015: there is no intracerebral hemorrhage or intra parenchymal mass. The gray matter white matter differentiation is unremarkable. The sulci and ventricles are normal in size and configuration for age. There is no significant paranasal sinus disease or significant opacification in the mastoid air cells. There is naso septal deviation convex left. Hysterosalpingogram: on (B)(6) 2013: results: right tube was not closed fully; on (B)(6)2013: unilateral occlusion (right tube occluded). Healthcare provider result: left tube was not closed fully. To give more time to allow closure or to cauterize the tube. Pathology test: on (B)(6) 2017: a. Duodenum; biopsy: preserved villous architecture, with modestly, increased surface epithelial lymphocytes (see comment) b. Stomach; biopsy: antral mucosa with reactive gastro pathy, negative for helicobacter pylori, oxyntic without diagnostic abnormality. Clinical information: abdominal pain, gastric polyp. Pregnancy test urine: on (B)(6) 2015: negative. Ultrasound pelvis: on (B)(6) 2017: the right essure device may be medially placed. Left device is probably within normal limits. No additional acute abnormality seen. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: headache, numbness, vaginal bleeding, abdominal pain, pelvic pain, nausea, bacterial vaginosis, fatigue, abdominal bloating. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: embedded device, device breakage, device expulsion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jan-2019: pfs and medical record received. Reporter's information was added. Events added: patient has a piece of coil from essure lodged in her uterus, headaches, having issues placing the coil in my right tube. Medical history, lab data and concomitant drug was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of implant : left tube / malposition of essure device location of device: left tube'), fallopian tube perforation ('perforation of organs: right tube / perforation (fallopian tube(s) / perforation (other)please describe and state the location of the perforation: right tube'), embedded device ('patient has a piece of coil from essure lodged in her uterus/ migration of essure device (uterus).'), device breakage ('patient has a piece of coil from essure lodged in her uterus'), menorrhagia ('abnormal bleeding (menorrhagia)'), device expulsion ('essure lodged in her uterus') and gastrooesophageal reflux disease ('gastrointestinal or digestivesystem condition type: gastroesophageal reflux disease') in a 32-year-old female patient who had essure (batch no. B09699) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "dr. Was having issues placing the coil in my right tube." And device ineffective "failure to occlude (close) fallopian tube(s)". The patient's medical history included multi gravida and parity 2. Previously administered products included for an unreported indication: lidocaine and valium. Past adverse reactions to the above products included hypersensitivity with lidocaine and valium. Concurrent conditions included obesity, bell's palsy, vitamin d deficiency, uterine bleeding and gastritis. Concomitant products included cyclobenzaprine (B)(6) 2013 to 2017, ibuprofen (B)(6) 2013 to 2017 and medroxyprogesterone acetate (depo provera). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse),"). On (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2013, the patient experienced bladder disorder ("bladder problems or changes") and urinary tract disorder ("urinary problems or changes"). In (B)(6) 2014, the patient experienced nausea ("nausea"). In 2014, the patient experienced alopecia ("hair loss"), migraine ("migraines / headaches"), fatigue ("fatigue") and headache ("headaches"). On (B)(6) 2014, the patient experienced vertigo ("neurological conditions or problems type: vertigo"). In (B)(6) 2015, the patient was found to have a pregnancy with contraceptive device ("pregnancy (termination)"). In 2015, the patient experienced allergy to metals ("nickel allergy"). On (B)(6) 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, cystitis ("bladder infection"), urinary tract infection ("urinary tract infection") and vaginal infection ("vaginal infection"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), immunodeficiency ("low immunity"), abdominal distension ("bloating"), hypersensitivity ("allergic reactions"), bacterial vaginosis ("infection (bladder/ urinary tract/vaginal)type: bacterial vaginosis"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), gastrooesophageal reflux disease (seriousness criterion medically significant), functional gastrointestinal disorder ("altered bowel function"), facial paralysis ("bells palsy"), stress ("stress"), hypoaesthesia ("numbness and finger"), paraesthesia ("tingling in all fingers"), abdominal pain upper ("stomach cramping"), food poisoning ("food poisoning"), procedural pain ("only discomfort and slight pain from surgery"), coccydynia ("I 've had tailbone pain for a week"), muscle spasms ("my muscles keep spamming"), pyrexia ("high fever") and dizziness ("dizziness") and was found to have weight increased ("weight gain"). The patient was treated with surgery (endoscopy, total hysterectomy (uterus and cervix removed), salpingectomy (bilateral removal of fallopian tubes) and ablation). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, embedded device, device breakage, menorrhagia, device expulsion, pregnancy with contraceptive device, abdominal distension, hypersensitivity, vaginal haemorrhage, bacterial vaginosis, migraine, bladder disorder, urinary tract disorder, tooth disorder, nausea, vertigo, allergy to metals, dysmenorrhoea, gastrooesophageal reflux disease, functional gastrointestinal disorder, facial paralysis, stress, hypoaesthesia, paraesthesia, headache, cystitis, urinary tract infection, vaginal infection, abdominal pain upper, food poisoning, procedural pain, coccydynia, muscle spasms, pyrexia and dizziness outcome was unknown, the fallopian tube perforation had resolved and the immunodeficiency, alopecia, female sexual dysfunction, fatigue and weight increased was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal distension, abdominal pain upper, allergy to metals, alopecia, bacterial vaginosis, bladder disorder, coccydynia, cystitis, device breakage, device dislocation, device expulsion, dizziness, dysmenorrhoea, embedded device, facial paralysis, fallopian tube perforation, fatigue, female sexual dysfunction, food poisoning, functional gastrointestinal disorder, gastrooesophageal reflux disease, headache, hypersensitivity, hypoaesthesia, immunodeficiency, menorrhagia, migraine, muscle spasms, nausea, paraesthesia, pregnancy with contraceptive device, procedural pain, pyrexia, stress, tooth disorder, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, vertigo and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.8 kg/sqm. Computerised tomogram head - on (B)(6) 2015: there is no intracerebral hemorrhage or intra parenchymal mass. The gray matter white matter differentiation is unremarkable. The sulci and ventricles are normal in size and configuration for age. There is no significant paranasal sinus disease or significant opacification in the mastoid air cells. There is naso septal deviation convex left. Hysterosalpingogram - on (B)(6) 2013: results: right tube was not closed fully; on (B)(6) 2013: unilateral occlusion (right tube occluded) healthcare provider result: left tube was not closed fully. To give more time to allow closure or to cauterize the tube.. Pathology test - on (B)(6) 2017: a. Duodenum; biopsy: preserved villous architecture, with modestly-increased surface epithelial lymphocytes (see comment) b. Stomach; biopsy: - antral mucosa with reactive gastro pathy, negative for helicobacter pylori - oxyntic without diagnostic abnormality. Clinical information: abdominal pain, gastric polyp. Pregnancy test - on an unknown date: positive. Pregnancy test urine - on (B)(6) 2015: negative. Ultrasound pelvis - on (B)(6) 2017: the right essure device may be medially placed. Left device is probably within normal limits. No additional acute abnormality seen. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: headache, numbness, vaginal bleeding, abdominal pain, pelvic pain, nausea, bacterial vaginosis, fatigue, abdominal bloating. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: embedded device, device breakage, device expulsion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-mar-2020: social media report received : events- "stomach cramping, food poisoning, only discomfort and slight pain from surgery, I 've had tailbone pain for a week, my muscles keep spamming, high fever, dizziness" added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of implant : left tube / malposition of essure device location of device: left tube'), fallopian tube perforation ('perforation of organs: right tube / perforation (fallopian tube(s) / perforation (other)please describe and state the location of the perforation: right tube'), embedded device ('patient has a piece of coil from essure lodged in her uterus/ migration of essure device (uterus).'), device breakage ('patient has a piece of coil from essure lodged in her uterus'), menorrhagia ('abnormal bleeding (menorrhagia)'), device expulsion ('essure lodged in her uterus') and gastrooesophageal reflux disease ('gastrointestinal or digestive system condition type: gastroesophageal reflux disease') in a 32-year-old female patient who had essure (batch no. B09699) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "dr. Was having issues placing the coil in my right tube." And device ineffective "failure to occlude (close) fallopian tube(s)". The patient's medical history included multi gravida and parity 2. Previously administered products included for an unreported indication: lidocaine and valium. Past adverse reactions to the above products included hypersensitivity with lidocaine and valium. Concurrent conditions included obesity, bell's palsy, vitamin d deficiency, uterine bleeding and gastritis. Concomitant products included cyclobenzaprine (B)(6) 2013 to 2017, ibuprofen (B)(6) 2013 to 2017 and medroxyprogesterone acetate (depo provera). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse),"). On (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2013, the patient experienced bladder disorder ("bladder problems or changes") and urinary tract disorder ("urinary problems or changes"). In (B)(6) 2014, the patient experienced nausea ("nausea"). In 2014, the patient experienced alopecia ("hair loss"), migraine ("migraines / headaches"), fatigue ("fatigue") and headache ("headaches"). On (B)(6) 2014, the patient experienced vertigo ("neurological conditions or problems type: vertigo"). In (B)(6) 2015, the patient was found to have a pregnancy with contraceptive device ("pregnancy (termination)"). In 2015, the patient experienced allergy to metals ("nickel allergy"). On (B)(6) 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, cystitis ("bladder infection"), urinary tract infection ("urinary tract infection") and vaginal infection ("vaginal infection"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), immunodeficiency ("low immunity"), abdominal distension ("bloating"), hypersensitivity ("allergic reactions"), bacterial vaginosis ("infection (bladder/ urinary tract/vaginal)type: bacterial vaginosis"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), gastrooesophageal reflux disease (seriousness criterion medically significant), functional gastrointestinal disorder ("altered bowel function"), facial paralysis ("bells palsy"), stress ("stress"), hypoaesthesia ("numbness and finger"), paraesthesia ("tingling in all fingers"), abdominal pain upper ("stomach cramping"), food poisoning ("food poisoning"), procedural pain ("only discomfort and slight pain from surgery"), coccydynia ("I 've had tailbone pain for a week"), muscle spasms ("my muscles keep spamming"), pyrexia ("high fever") and dizziness ("dizziness") and was found to have weight increased ("weight gain"). The patient was treated with surgery (endoscopy, total hysterectomy (uterus and cervix removed), salpingectomy (bilateral removal of fallopian tubes) and ablation). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, embedded device, device breakage, menorrhagia, device expulsion, pregnancy with contraceptive device, abdominal distension, hypersensitivity, vaginal haemorrhage, bacterial vaginosis, migraine, bladder disorder, urinary tract disorder, tooth disorder, nausea, vertigo, allergy to metals, dysmenorrhoea, gastrooesophageal reflux disease, functional gastrointestinal disorder, facial paralysis, stress, hypoaesthesia, paraesthesia, headache, cystitis, urinary tract infection, vaginal infection, abdominal pain upper, food poisoning, procedural pain, coccydynia, muscle spasms, pyrexia and dizziness outcome was unknown, the fallopian tube perforation had resolved and the immunodeficiency, alopecia, female sexual dysfunction, fatigue and weight increased was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal distension, abdominal pain upper, allergy to metals, alopecia, bacterial vaginosis, bladder disorder, coccydynia, cystitis, device breakage, device dislocation, device expulsion, dizziness, dysmenorrhoea, embedded device, facial paralysis, fallopian tube perforation, fatigue, female sexual dysfunction, food poisoning, functional gastrointestinal disorder, gastrooesophageal reflux disease, headache, hypersensitivity, hypoaesthesia, immunodeficiency, menorrhagia, migraine, muscle spasms, nausea, paraesthesia, pregnancy with contraceptive device, procedural pain, pyrexia, stress, tooth disorder, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, vertigo and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.8 kg/sqm. Computerised tomogram head - on (B)(6) 2015: there is no intracerebral hemorrhage or intra parenchymal mass. The gray matter white matter differentiation is unremarkable. The sulci and ventricles are normal in size and configuration for age. There is no significant paranasal sinus disease or significant opacification in the mastoid air cells. There is naso septal deviation convex left. Hysterosalpingogram - on (B)(6) 2013: results: right tube was not closed fully; on (B)(6) 2013: unilateral occlusion (right tube occluded) healthcare provider result: left tube was not closed fully. To give more time to allow closure or to cauterize the tube.. Pathology test - on (B)(6) 2017: a. Duodenum; biopsy: preserved villous architecture, with modestly-increased surface epithelial lymphocytes (see comment) b. Stomach; biopsy: - antral mucosa with reactive gastro pathy, negative for helicobacter pylori - oxyntic without diagnostic abnormality. Clinical information: abdominal pain, gastric polyp. Pregnancy test - on an unknown date: positive. Pregnancy test urine - on (B)(6) 2015: negative.. Ultrasound pelvis - on (B)(6) 2017: the right essure device may be medially placed. Left device is probably within normal limits. No additional acute abnormality seen. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: headache, numbness, vaginal bleeding, abdominal pain, pelvic pain, nausea, bacterial vaginosis, fatigue, abdominal bloating. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: embedded device, device breakage, device expulsion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 20-apr-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") and perforation ("perforation of organs") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), abdominal distension ("bloating"), infection ("infection"), hypersensitivity ("allergic reactions") and pain ("pain"). The patient will have surgery to remove the essure implant on (B)(6) 2017. At the time of the report, the device dislocation, perforation, alopecia, abdominal distension, infection, hypersensitivity and pain outcome was unknown. The reporter considered abdominal distension, alopecia, device dislocation, hypersensitivity, infection, pain and perforation to be related to essure. The reporter commented: she will have surgery to remove the essure implant on (B)(6)2017. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.